Event description:
It was reported on (B)(6) 2022, a nurse placed a PICC catheter for the patient. During the guide wire withdrawal operation, it was found that the guide wire was very rough and difficult to operate. After several attempts, it still does not work, and finally replace the guide wire with a new one of the same batch to complete the operation. Therefore, the operation time is too long, which affects the psychology of patients and their families.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of (B)(4) showed four other similar product complaint(s) from this lot number.